Event description:
It was reported that when the pt no longer needed an enteral feeding tube, the pt's family physician, home health nurse and original physician were unable to remove the peg tube traction. The pt had to have an upper endoscopy in order to cut the tube and remove it using a gastro tube. The procedure was successful. The product is being returned for eval.

Event description:
The product was returned for eval. The device showed signs of use as there was residue on the dome. An eval found that the product was dimensionally correct when measured with calipers. There were no problems found with the device. The cause of this event could not be determined from the eval.